Event description:
Notified by bma product complaint of a first use "blood leak". Facility called to verify details surrounding event. Healthcare professional confirmed that an internal leak of the dialyzer occurred as soon as the pt's blood reached the dialyzer. The leak was sensed by the blood leak detector and seen in the dialysate. The hd was stopped and the pt's blood (110 ml) was not returned. A new dialyzer was set up and the dialysis continued without incident. There was no reported pt ill effects or med treatment required, as a result of this event. MDR filed on blood loss. Actual sample was saved with instructions given to disinfect per q.s protocol. Dialyzer had been pre-processed with formalin before use.